Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-may-2026, a facility representative reported via (B)(4) that an ar-3355-4070h arthroscope was getting too hot. This occurred while in use. Additional information was provided on 02-jun-2026 where the facility representative reported via (B)(4) that this event occurred during a hip scope on (B)(6) 2026. There were no adverse effects to the patient or others.